Event description:
Pt status post orif of the distal femur fracture implanted in (B)(6) 2011 with plate and screw was discovered to have the plate broken on an unk date. Pt was returned to operating room on (B)(6) 2012 and plate and screws were removed. The scar tissue and fracture site was debrided and another plate and screw of the same type was implanted.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.